Event description:
Reported from customer, "overinfusion occurred. Most likely a programming error. Please check pt history and evaluate pump. Pt received overinfusion, was treated and recovered."

Manufacturer narrative:
Method: actual pump from event was evaluated. Volume tests performed on pump with 3 different sets for 10 ml at 125 ml/h delivered: 9.963, 9.846, and 9.915 ml which average at -0.9%, within spec (+/- 5%) and pump also passed 40 psi back pressure test. Results: the pump performed to specification. Conclusions: unable to confirm problem with "over infusion". User facility reported that it was likely a programming error. Details of error are unk.